Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for distal tibia fracture with protection sleeve and trocar. The surgeon performed the surgery using a suprapatera approach. The surgeon made a skin incision and inserted the protection sleeve according to the procedure, but used the trocar because it was difficult to insert the protection sleeve by itself. The surgeon was able to use the trocar to thread the sleeve into the pf joint, but when the trocar was removed, the protection sleeve fell out with it. Therefore, the surgeon attempted to insert the protection sleeve again without the trocar. At that time, the metal inside the protection sleeve was overcome by the internal pressure of the pf joint and fell out toward the handle, impaling the surgeon's hand and causing injury. The metal penetrated the surgeon's gloves, injuring the thenar muscle by several millimeters, but he was able to stop the bleeding with pressure, change gloves, and continue the surgery. After that, proceed with the steps without any problems, the surgery was completed successfully without any surgical delay. In the surgeon's opinion, the problem was that the protection sleeve was forcibly inserted in an unprotected state. Patient status/ outcome: stable. No further information is available. This report is for one (1) unk - guides/sleeves/aiming: sleeve. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g4 - 510k: this report is for an unknown guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.